Event description:
Physician reports rupture. The device has been explanted and replaced. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening sharp assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: crease flat observed in the device. Black particles observed in the surface of the shell.

Event description:
Physician reports rupture. The device has been explanted and replaced. This record relates to the right side.